Event description:
It was reported that a kink in the right most proximal zenith flex with spiral-z technology aaa endovascular graft iliac leg was found during endovascular abdominal aortic aneurysm repair (evar) procedural imaging. Pre-procedure clinical assessment 21nov2025: primary indication: chronic aortic dissection type b. There was no relining of the pre-existing surgical graft or endograft with a fenestrated or branched endograft after prior repair. Staged procedure 1: an arch branch staged procedure (right carotid-subclavian bypass) under general anesthesia took place on (B)(6) 2025, sixty-four days prior to the procedure. A distal aortic competitor device was placed. There were no technical difficulties and delivery/deployment of the device was successful. The patient did not have significant medical problems or complications during the staged procedure. No artery stents were deployed. Staged procedure 2: a staged open total arch reconstruction ¿ arch debranching procedure (lupiae technique) under general anesthesia took place on (B)(6) 2025, forty-nine days prior to the procedure. A proximal aortic competitor device was placed. There were no technical difficulties and delivery/deployment of the device was successful. The patient did not have significant medical problems or complications during the staged procedure. No artery stents were deployed. Pre-procedural computed tomography (CT) with contrast imaging was completed on (B)(6) 2025. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. The arteries were patent. The arteries were not stenosed more than 50%. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The left renal artery was not incorporated in the repair. The left subclavian artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The sixth viscerorenal artery was not incorporated in the repair. The right common iliac artery was patent. The left common iliac artery was patent. The right and left internal iliac arteries were not applicable. The right and left vertebral arteries were patent. The aortic valve was native. There was not an aortic arch bovine configuration. The maximum diameter of the diseased aorta on centerline was 74 mm. The intended proximal seal was zone 2: left common carotid to left subclavian. The intended distal landing zone was zone 11: external left iliac artery. Dissection characteristics location of the primary tear: left external iliac artery, inner aortic curve. Most proximal zone of dissection: zone 3: first 2cm distal to left subclavian. Most distal zone of dissection: zone 11: external iliac arteries. Size of false lumen at diseased aorta with max. Diameter (mm): 80. Size of true lumen at diseased aorta with max. Diameter (mm): 0. No evidence of body pleural effusion. Staged procedure 3: a thoracic staged procedure (tevar) under general anesthesia was completed on (B)(6) 2026, seven days prior to the procedure. A total of four devices were deployed: left subclavian artery: a competitor stent with a diameter of 8 mm and a length of 79 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent was extended distally with a bare metal stent. Left subclavian artery: a competitor stent with a diameter of 11 mm and a length of 135 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent was not extended distally with a bare metal stent. Main aortic custom-made device (cmd): a william cook australia thoracic-prox-side-branch. The cmd was planned for this patient. There were no technical difficulties and delivery/deployment of the device was successful. Proximal aortic device: william cook europe zenith alpha thoracic endovascular graft, zta-pt-36-32-209. There were no technical difficulties and delivery/deployment of the device was successful. Aberrant right subclavian artery (a. Lusoria) was also embolized with a vascular plug. The patient did not have significant medical problems or complications during the staged procedure. A completion angiogram was performed. Side branch catheterization and placement of all bridging stents were successful. All stent patency was maintained with normal end artery perfusion. Staged procedure 4: the patient underwent an endovascular aortic repair (evar) procedure on (B)(6) 2026 under general anesthesia. The patient was not on any antiplatelet therapy at the time of the procedure. Percutaneous access was achieved in the right radialis, left and right femoral arteries. No cut down access required. An endovascular iliac conduit was not performed at the time of the procedure. Total contrast volume used during the procedure: 190 ml. Contrast dose: 1.8 ml/kg. Fluoroscopy time: 649 minutes. Total gray used: 978 mgy. Total dose area product: 162 gy*cm2. Fusion was not used during the procedure. The estimated blood loss during the procedure was 225 ml. 735ml of red blood cells were administered during the procedure. Cardiac output reduction was used (forced valsalva maneuver). Carbon dioxide flushing was used. The proximal seal zone was the surgical graft. Neuromonitoring was not used during the procedure. Procedural time (24-hour clock): time arrives in room: 08:18. Time of first incision or arterial puncture: 09:20. Time of last access closure: 13:35. Time leaves room: 14:09. Duration of procedure (from first incision to last access closure): 255 minutes. Side branch catheterization and placement of all bridging stents was successful. A planned right lusuria embolization was performed during the procedure. The patient did not have any significant medical problems or complications during the procedure. During the procedure, the patient had the following devices placed: celiac artery: a competitor stent with a diameter of 8 mm and a length of 59 mm was placed. The artery was not revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extend distally with a bare metal stent. Superior mesenteric artery: a competitor stent with a diameter of 9 mm and a length of 59 mm was placed. The artery was not revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extend distally with a bare metal stent. Right renal artery: a competitor stent with a diameter of 7 mm and a length of 120 mm was placed. The artery was not revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extend distally with a bare metal stent. Right renal artery: a competitor stent with a diameter of 7 mm and a length of 120 mm was placed. The artery was not revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extend distally with a bare metal stent. Main aortic custom-made device (cmd): a william cook australia thoraco-abdominal-side-branch was placed. The cmd was planned for this patient. There were no technical difficulties and delivery/deployment of the device was successful. Distal aortic device: a william cook australia zenith universal distal body endovascular graft, unibody-22-115. There were no technical difficulties and delivery/deployment of the device was successful. Left iliac artery: a william cook australia zenith branch endovascular graft- iliac bifurcation, zbis-12-45-41. There were no technical difficulties and delivery/deployment of the device was successful. Left iliac artery: cook zenith spiral-z aaa iliac leg graft, zsle-16-39-zt. There were no technical difficulties and delivery/deployment of the device was successful. Left iliac artery: cook zenith spiral-z aaa iliac leg graft, zsle-16-39-zt. There were no technical difficulties and delivery/deployment of the device was successful. Right iliac artery: cook zenith spiral-z aaa iliac leg graft, zsle-20-56-zt. There were no technical difficulties and delivery/deployment of the device was successful. Side branch catheterization and placement of all bridging stents were successful. All stent patency was maintained with normal end artery perfusion. Procedural imaging in the form of an angiogram and cone beam computed tomography (CT) without contrast were completed on 27jan2026. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. All target side branch stents were intact. An angiogram revealed a type 1b endoleak at the right most distal iliac component. Cone beam CT without contrast revealed stent integrity issues and a kink in the right most proximal iliac limb, that led to medical problems and adverse events. The type 1b endoleak from the left iliac branch graft, zbis-12-45-41, was treated with a surgical intervention. It was noted that the endoleak was directly caused by failure to deliver the bridging stent to the internal iliac branch during the procedure, resulting in lack of distal seal. There was a possible causal relationship with cook introducer/sets and wire guide. The bridging stent slipped off the balloon during delivery and could not be advanced into the internal iliac artery. A contribution from introducer/sheath and wire interaction cannot be excluded. A spinal drain was not placed during the procedure. The patient was extubated in the operating room and did not require reintubation or a tracheostomy. The patient did not stay in the intensive care unit. The patient was discharged home on (B)(6) 2026, six days post-procedure. At discharge, the patient was prescribed acetylsalicylic acid, xarelto (rivaroxaban) and a statin. The patient was not discharged on supplemental oxygen. There were no significant medical problems or complications after the procedure and before discharge. A secondary intervention as completed on (B)(6) 2026, twenty-nine days post-procedure to treat the type 1b endoleak from the left iliac device found on (B)(6) 2026 imaging. The left internal iliac artery branch bridging stent, zbis-12-45-41 was relined with a competitor covered stent. The event was concluded by (B)(6) 2026, as the patient recovered/stabilized without sequelae. At this time, a kink right iliac limb most proximal (zsle-20-56-zt) was still present. A one-month clinical assessment was not completed, as it was not the standard of care. On (B)(6) 2026, 78 days post procedure, the patient had respiratory insufficiency. The patient had pleural effusion and overhydration which contributed to progressive dyspnea. The patient had chest pain from a prior rib contusion which limited respiratory mechanics and further worsened shortness of breath. The event led to a serious deterioration in health that resulted in hospitalization and medical surgical intervention to prevent permanent impairment. The patient underwent pleural drainage (pleurocentesis), change of medications, and observation. The event was considered not related to the cook grafts, cook ancillary device, or to the procedure. The event did not occur due to a device insufficiency. The event was considered possibly related to the treated disease. The event was considered resolved on (B)(6) 2026. The patient recovered/stabilized without sequelae. This report references the kink in the right most proximal iliac leg graft (zsle-20-56-zt), identified in procedural imaging on (B)(6) 2026, in which it is currently unknown if a secondary intervention has taken place to address the kink.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - title: principal investigator. H3 - device evaluated by mfg?: the complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.